Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and non-malignant pain. It was reported that the patient felt that there was electricity leaving the battery and that they felt it in the device pocket. An impedance check was performed and found one contact out. Nothing else was found. There were no other interventions done at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the patient first started experiencing electricity in the device pocket 1 month after the placement of the implantable neurostimulator (ins) battery and leads. It was noted that the a healthcare professional was notified of the issue. Regarding circumstances that led to the electricity felt in the device pocket, the patient stated he had issues from the beginning; supposedly some of the leads were not operational. Steps taken to resolve the issue included changing programs many times. It was noted that they could not use the majority of the programs; there was limited use or options. The electricity felt at the device pocket was not resolved as the patient could not use a majority of the programs.

Manufacturer narrative:
Analysis of the implantable neurostimulator and the lead with serial number (B)(4) found no significant anomaly. Analysis of the lead with serial number (B)(4) found that conductor #11 was broken 2.8 centimeters from the proximal end.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The implant was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.